Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient uses the patient programmer (pp) when their pain gets excruciating but noted they did not always have the ins on. They stated the pain was in the lower back which was what the ins was implanted for. They stated the ins helps when it was turned on but not recently because they had issues charging it. They reported this was their fault and stated they did not always charge the ins. They stated a manufacturer representative (rep) helped with the ins and gave them information about how to reboot it when it was in ¿sleep mode¿. The patient stated the ins goes into ¿sleep mode too much¿ and then they cannot charge it. The patient then stated they did not feel well. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins had been overdischarged in the past. No further complications were reported. No patient symptoms were reported.